Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the amia cycler set during peritoneal dialysis therapy. The patient stated that they noticed fluid coming from the door of the machine. The patient noticed that the carpet on the floor was wet and the leak was from the bottom of the machine door. The exact location of the leak could not be identified. The patient has since been completing therapy without any issues. There was no patient injury or medical intervention associated with this event. No additional information is available.